Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure set screw issues were encountered on the implantable pulse generator (ipg). The ipg was attempted/not used and replaced. It was further reported by the patient that prior to the ipg replacement procedure, they felt their ipg was not working and intermittent capture was noted. In addition, low impedance and a polarity switch occurred on the right ventricular (rv) lead. The ipg was explanted and replaced the rv lead remains in use. No patient complications have been reported as a result of this event.